Manufacturer narrative:
The device was unable to be investigated because it was not returned to cardiva medical, inc. Conclusion: the reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, but images were not provided to cardiva medical, inc. A complication such as retroperitoneal bleeding are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device.

Event description:
The vascade 5f device was selected for closure and inserted into the 5f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was moved to recovery and felt pop in left groin. CT scan was performed and located a retroperitoneal bleed which was controlled with additional pressure and a blood transfusion. No surgical intervention required. Patient was discharged. No further injury or complications noted.